Event description:
A malfunction alarm identified as alarm 20 was reported during the pumping process. There was no reported adverse impact to the customer's blood glucose level. The customer, familiar with previous similar issues, will switch to multiple daily injections (mdi) as a backup therapy. Technical support confirmed that a replacement pump will be sent since the original is under warranty, and provided instructions on storage mode and returning the faulty pump using a pre-paid label.